Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. There was no reported adverse impact to customer's blood glucose. Pump system check was performed with the customer and location of occlusion was not identified. Reportedly, customer changed the cartridge and insulin therapy was resumed.